Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20332.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20332.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: result: the complaint for ineffective stimulation could not be confirmed. The ipg did not communicate with a lab testing devices at receipt; the battery was depleted. The can was cut open and battery fully recharged. The ipg was then tested on the autotester and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.